Event description:
The patient reported that she was experiencing swelling and pain at the site of her interstim ins. She visited her physician and was prescribed anti-inflammatory medications. The manufacturer's representative confirmed that the patient originally complained of pain and swelling at the pocket site. When the patient visited her physician, swelling was noted, but no redness, fever, chills, or other obvious signs of infection; she was prescribed naprocyn and duricef. The patient was getting good therapy and there was no history of any falls or trauma to the device, although she had recently stepped on a nail and was given a tetanus shot at the ER. A few days later, the patient complained of increased discomfort and swelling and her antibiotics were changed to cipro. The symptoms persisted and the patient was subsequently admitted to the hospital for IV antibiotics and a CT scan. The scan showed no inflammation, abscess, or any other irregularities. Although the patient was receiving good therapy, the symptoms did not resolve and she underwent surgery to reposition the device. The pocket was explored and there were no signs of infection or inflammation. The device was repositioned successfully.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.